Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Upon insertion of a 6f 10cm transradial rain sheath, there was a clear jelly that gathered around the hub sheath as if the hydrophilic coating was coming off. They continued to use the sheath. There was no reported patient injury. The user was trained with the rain sheath device. The coating or a gel-like substance came off the sheath and was gathered around the hub of the sheath when the physician inserted the sheath into the radial artery. The intended procedure was a left heart catheterization (lhc). The product was stored and handled according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There were no anomalies noted when removed from the package. The device was prepped per the instructions for use (IFU). During the sample prep step (per IFU), the catheter sheath introducer (csi) was soaked for 10 mins. The csi remained exposed to the air for around 15 seconds prior to insertion. There was no difficulty experienced in prepping the device. The product, or any of the other devices used with it, had not been resterilized. The procedure completed with the same sheath. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: upon insertion of a 6f 10cm transradial rain sheath, there was a clear jelly that gathered around the hub of the sheath as if the hydrophilic coating was coming off. They continued to use the sheath. The user was trained with the rain sheath device. The coating, or a gel-like substance, came off the sheath and was gathered around the hub of the sheath when the physician inserted it into the radial artery. The intended procedure was a left heart catheterization (lhc). The product was stored and handled according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There were no anomalies noted when removed from the package. The device was prepped per the IFU. During the sample prep step, the catheter sheath introducer (csi) was soaked for 10 mins. The csi remained exposed to the air for around 15 seconds prior to insertion. There was no difficulty experienced in prepping the device. The product, or any of the other devices used with it, had not been resterilized. The procedure was completed with the same sheath. There was no reported patient injury. The device was returned for analysis. Per visual analysis, a non-sterile unit of ¿6f10cm nw radial¿ was received. The vessel dilator was returned already inserted inside the cannula. The part was thoroughly inspected and no damages or anomalies were observed. A functional analysis was not performed due to the nature of the complaint, the failure reported was not able to be reproduced at the laboratory. A product history record (phr) review of lot 18001776 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿coating-sheaths-separated-in patient¿ could not be confirmed by analysis. According to the IFU, which is not intended as a mitigation of risk, ¿carefully remove csi from package using sterile technique. Caution: to prevent damage while removing sheath from package, gently pull up the side port (at the sheath hub) to remove from the package. Inspect the system contents for any signs of damage; do not use if any damage is present. Soak the csi in sterile heparinized saline or similar isotonic solution to activate the hydrophilic coating. If using a hydrophilic access wire, soak the wire as well to activate the coating.¿ additionally, the IFU cautions users ¿if resistance is felt upon insertion or withdrawal, investigate the cause before continuing.¿ the root cause could not be conclusively determined; however, an increase in complaints for this issue has been identified. Therefore, a risk assessment to address this issue has been initiated.